Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 450 mg/dl. The customer reported hyperglycemia, hemorrhage/blood loss/bleeding treated with insulin pump (subcutaneous insulin infusion), no treatment. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7040a, unomedical, mmt-332a, mmt-1884. Customer reported high bgs. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. Customer reported an issue with the sensor tape not being stuck. Customer reported a skin issue not associated with product insertion site. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-1884. , ozp-mmt-7040a- snsr

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Pump history files and traces successfully downloaded using thump. Unable to get daily total for event day as pump memory starts on (B)(6) 2025. Soonest daily total available is (B)(6) 2025 with 31.3u delivered. The pump was cut open to perform visual inspection and found no evidence of moisture damage or physical damage to the electronic stack or motor. The following were noted during visual inspection: scratched case and pillowing keypad overlay unable to test for high bgs, however, pump passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.